Event description:
It was reported that a cartridge alarm occurred, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The tandem technical support assisted the customer in loading a new cartridge using the correct technique, allowing the customer to successfully resume insulin therapy, thereby resolving the issue.